Manufacturer narrative:
One device was received for investigation. The device was tested through the inflation test. It found that there was an air leak through a tear in the pilot balloon. The most probable cause was that this occurred during use. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported that there was an air leak from the pilot balloon during patient use. There was no reported patient harm/adverse event.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.